Manufacturer narrative:
The sample is currently being investigated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4)

Event description:
Two days after insertion, the nurse found the y-adapter separated from the extension tubing.